Manufacturer narrative:
This report is based on information provided by philips authorized service provider(asp) and has been investigated by the philips complaint handling team. The device was evaluated by an asp engineer and confirmed that when the device was disconnected from the power supply for self-inspection, it could not be started. 18-month batteries for xl were last supplied in 2020, so none could be supplied which were able to be used. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2017. All options associated with this defibrillator were discontinued as of 31-december-2018. Based on the information available and the testing conducted, the cause of the reported problem was the battery reaching its designed end of life. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The customer was aware of the end-of-life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device is end of life.

Event description:
Philips received a complaint on the heartstart xl indicating that the battery of the device was faulty. No patient involvement at the time the issue was discovered.

Event description:
Philips received a complaint on the heartstart xl indicating that the battery of the device was faulty. No patient involvement at the time the issue was discovered.

Manufacturer narrative:
Philips received a complaint on the heartstart xl indicating that the battery of the device was faulty. No patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to the battery failure. Reported problem was solved by replacing the battery, device was successfully returned to service. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device's battery was faulty. There was no patient involvement.